Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015, to report that the patient experienced a missing sensor wire that occurred on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's wife reported that the transmitter was snapped into the sensor pod when the sensor was removed. Patient's wife removed the sensor from the patient's abdomen and did not see any portion of the wire. Patient's wife ran her finger over insertion site and did not feel anything sticking out of the skin. Patient was able to feel sensor insertion. No additional event or patient information is available.